Manufacturer narrative:
A specific root cause could not be determined. It was noted the customer is using sample centrifugation time and clotting times that are too short. The low result might have been caused by incorrect pre-analytic conditions and procedures. No adverse events were reported.

Event description:
The user received questionable high ion selective electrode (ise) sodium results for approximately 50-60 patient samples from the modular core analyzer serial number (B)(4) that were discovered when calls were received from the ER and ICU. Of the data provided for three patient samples, the results for two patient samples were discrepant. Patient sample 1 initial result was 162 mmol/l with a data flag. The repeat results were 162 mmol/l with a data flag and 153 mmol/l. Patient sample 2 initial result was 173 mmol/l with a data flag. The repeat results were 170 mmol/l with a data flag, 162 mmol/l with a data flag and 161 mmol/l with a data flag. The initial results were reported outside the laboratory. The user called the doctors with the corrected reports and no patients were treated due to the high results. The internal standard lot number was 63626101. Upon evaluation of the analyzer, the field service representative suspected there was an issue with the internal standard and repositioned the straws in the internal standard bottles. To verify the analyzer operation, he ran precision testing with good results and ran calibration and quality control.